Manufacturer narrative:
(B)(4). The customer replaced the touch frame printed circuit board. The service engineer performed electrical safety test, barometer pressure calibration, flow sensor calibration, exhalation valve calibration, vent inop test, serial loop back test, and oxygen sensor calibration, short self-test and extended self-tests. The customer declined performance verification tests.

Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone; the customer to replace the touchscreen. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator was generating an error for an unresponsive touchscreen. The ventilator was not on a patient at the time of the event.